Event description:
Procedure: hernia. According to the reporter: the endostitch instrument was reported to have issues with broken needles. A piece of the needle was left in the patient.

Manufacturer narrative:
(B)(4).